Manufacturer narrative:
The lot was manufactured february 19, 2016 ¿ february 20, 2016. The device was received for evaluation. Visual inspection noted the fill port cap was missing. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of event and therapy were sometime in 2016. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had a missing fill port cap. This occurred before patient use. There was no patient involvement. No additional information is available.